Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the cause of the incisional pain was not determined. The patient's relevant medical history included urinary retention, urgency-frequency, hysterectomy, and hypertension.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received reported incisional pain. Intervention included oral antibiotics administered to patient for potential incisional infection on (B)(6) 2016. On (B)(6) 2016 and (B)(6) 2016, it was reported that the patient was brought in for an examination and the site was healing appropriately. It was reported that it was unlikely related to the device or therapy and possibly related to the implant procedure. Symptoms include tenderness, burning, and shooting pain from the incision site. No further patient complications had been reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the site reported the event date was (B)(6)2016 and not (B)(6)2016. No further complications were reported/anticipated.